Manufacturer narrative:
Conclusion: no conclusion can be drawn.the part and lot numbers were not provided and the product was not returned. The complaint was reviewed and analysis showed no trend. Based on the information provided, no conclusion can be drawn as it relates to our product.(B)(4)

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although additional attempts have been made, to date, no catalog/lot number have been acquired. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to tibial insert damage.